Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue, the pink cover with big cut. Additional findings, missing forceps cover, elevator channel plus unit loose and leaking, excessive echo signal missing, light guide lens with cement peeling, switch button with pin hole, insertion tube cut/scratches and chemical discoloration, jet tube lose with slow leak, minor buckle in light guide tube/cable, scope connector user bar code issue and control knob movement loose. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the rubber part at the tip is torn. It is unknown when this event was identified or where it was identified. No patient harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation and information gathered, it was inferred that this phenomenon occurred during cleaning, etc., the adhesive was peeled off due to the application of external force such as rubbing the relevant part strongly. The adhesive was peeled off due to the application of external force such as hitting or catching the relevant part during transportation, storage, use, cleaning, etc. The adhesive was worn and peeled off after long-term use. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.